Event description:
It was reported that the patient was experiencing pain at the right foot during implant procedure. It was noted that it was a possible nerve irritation related to the lead placement. The patient was given amoxicillin, decadron and hydrocodone.